Manufacturer narrative:
The product is not available for return and the lot number is unknown. The ophthalmologist attributes the event to the patient cleaning her lens case with tap water. Based on all information no causal factors can be determined and no conclusion can be drawn.

Event description:
An ophthalmologist reported a female patient was hospitalized due to severe eye pain. The patient was diagnosed with an infectious corneal abscess in the left eye and treated with vancocine and fortum. The hospital performed a corneal biopsy and identified pseudomonas aeroginosa. After hospitalization, the patient was treated with coloxan, tobrex chibro cadron and cebemyxine. The patient has a remaining scar in the visual axis that will require keratoplasty. Her visual acuity is -5.52/10. No further information will be available.

Manufacturer narrative:
Follow up report submitted to correct sections.